Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L3-s2ai instrumentation using expedium was performed on a patient with l5 (metastasis) tumor on (B)(6) 2016. After successfully implanted a rod, during the insertion of a set screw, only the l4 left set screw was not inserted well, so he used an alignment guide and managed to insert. However, he heard a dull sound while rotating the set screw, and could not insert the set screw forward any further during insertion. Thus he replaced the set screw, but this attempt was not successful. The surgeon judged that the reported screw head had been broken, thus replaced the screw. The surgery was successfully completed with the replaced screw but due to the event there was a 10-minutes delay. There were no patient injury / consequences. The surgeon assumed that the screw head got cross-threaded as he inserted the set screw with strong force from an improper angle.

Manufacturer narrative:
The 5.5 ti cortical fix 7x45mm polyaxial screw (product code: 1867-31-745, lot number: atgdrk) was returned to the complaints handling unit (chu). The screw was not broken, but had its saddle forced up into the tulip head slightly. The screw features signs of use including a minor amount of discoloration, tissue in the screw head, and superficial surface markings. The screw head¿s drive feature shows some signs of use and the inner edge of the saddle features two distinct notches on opposite sides from one another. Exerting a significant amount of force on the tulip head, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another. Notably, the two notches on its saddle that appear to have been caused by another instrument, plus the small amount of wear to the drive feature in the screw head. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle - potentially the furthest it could rotate to ¿ resulting in the saddle being dislodged from its intended location and rotated in the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the saddle inside the tulip head shifting upward in the tulip head cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle during use, causing it to become dislodged from its intended position. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.